Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture, an insulation damage and low impedance measurements. The rv lead was capped and replaced on (B)(6) 2025. The patient had no adverse consequences.